Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl and current blood glucose was 210 mg/dl. Customer also reported insulin flow block alarm, when she was correcting bolus. The insulin pump went out of auto mode. Customer stated that the insulin exited. Customer declined troubleshooting for high blood glucose level. The device will not be returned for analysis.